Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 345 during testing. The reported problem of 'system error 345' that was found during preventive maintenance was recorded in the event history log (ehl) review as 'system error 345 ' messages, and it was duplicated during evaluation by troubleshooting the device. The cause was identified to be out of specification ultrasonic sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device experienced a system error 345 (thermistor disparity) alarm. No additional information is available.